Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level rose to 600 mg/dl as a result of the issue. To address the high blood glucose, the customer administered a correction injection via mdi. Customer changed cartridge and infusion set to address the issue.